Event description:
(B)(4) 2011 pcir: rep reports that ipg was replaced due to requiring excessive charges - short charge intervals. The patient recovered without sequela. On (B)(4) 2011 mdt return product received.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed no significant anomalies. The ins battery had reduced capacity due to an overdischarge. Telemetry test results were okay. There was good stable output on the electrode pairs the ins had when received, and on all electrodes referenced to one elect. There was one overdischarge count. The ins recovered normally when a physician mode recharge was done prior to receipt in the analysis lab. According to the trace report obtained from the ins, the total recharge count was 82. The last recorded recharge session done while the device was implanted was on (B)(6) 2011. The device was recharged for 1 hours and 48 minutes. The battery charged from 3.78v to 4.00v. Recharge information in the initial review had typical charge duration at 2.5 hours and typical interval at 16.1 days. Using the longevity calculator, the expected life based on the parameter information in the initial review, (group d), was 13.27 days for low and 2.53 weeks for empty. The results using the upper limit values were 3.35 days for low and 4.47 days for empty. The ins was recharged for analysis. The recharger had full coupling with a 1cm spacer between the antenna and the ins. The ins recharged for 2 hours and 53 minutes from 3.50v to 3.99v.

Event description:
It was reported that the patient's implantable neurostimulator was requiring "excessive charging" and there were short charge intervals. The device was removed and replaced. No patient symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
Lead model 39565 lot# n177905002 implanted: (B)(6) 2008 explanted:na; extension model 3708140 lot# njb036555v implanted: (B)(6) 2008 exp lanted:na; extension model 3708140 lot# njb037705v implanted: (B)(6) 2008 explanted:na; recharger model 37752 lot# nka120529n. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.